Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported when they "put this thing in" the patients daughter turned the dial all the way up and the patient thought they were getting electrocuted. The patient was just sitting there and all of a sudden they "got this electric shock". The patient screamed and yelled and the nurse came running. This occurred "soon after implant". It was stated "I had that zip through me and startled me. I wasn't expecting it". A shocking or jolting sensation was reported.